Event description:
It was reported by service report that when the trigger is pressed on the zoom handle, the zoom starts to move without the handle being pushed forward or backward. It is unk if there was pt involvement, however, no adverse consequences are reported.